Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device would run without user activation. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report to document device evaluation results.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device would run without user activation. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.